Event description:
It was reported when using the pyxis medstation es system, the device displayed an error message indicating "device not detected on bus." The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty cable on drawer 2.1. A field service engineer, replaced row cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.